Event description:
It was observed during the device inspection, that the evis exera ii ultrasonic broncho fiber videoscope had foreign material coming out of the distal end due to a clogged balloon water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. This issue is addressed in the instructions for use (IFU): the chapter 6 compatible reprocessing methods and chemical agents. The chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.